Manufacturer narrative:
Button error alarm and intermittent act button response due to corroded keypad trace. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm and that buttons were not responding, even after battery change. Customer's blood glucose was 98 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.